Manufacturer narrative:
After further review, an final emdr for this complaint (B)(4) was incorrectly submitted. As the issue was due to power cord was stuck. Making it non-reportable to the FDA.  As a result, emdr is not necessary.  Please cancel in your database.

Event description:
Not reportable complaint.

Manufacturer narrative:
Due to character limit: e1 (event site name) (B)(6) hospital. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. It was found that the wire had come out of the cable reel. Make the corrections and put it back in place. After reassembling, the power cord can be stored as normal. Test the overall functionality. The machine is functioning normally.

Event description:
It was reported by customer after use that the cardiosave intra aortic balloon pump (iabp) malfunctioned. Power cord was damaged. No patient involved.